Manufacturer narrative:
One infusion pump was received in relation to the event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that there is a record that the alarm "pump turned off" repeatedly occurred immediately after the pump was turned on. Most recently, it occurred on (B)(6) 2021. A function test was completed and was unable to replicate the reported event. The battery power loss alarm check test passed successfully. As a preventive maintenance, the backup capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a "power lost while pump was on" alarm went off. No patient injury was reported.